Event description:
Medtronic rec'd info that this bioprosthetic mitral valve was explanted after approximately 2.5 years of service. It was reported that the pt was a hemodialysis pt. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Analysis: the device was rec'd in a clear solution, 0.2% glutaraldehyde, in an explant kit. A 2 cm piece of host tissue was returned with the valve. The bellies of all cusps are stiff due to visible mineralization on the inflow and outflow. Tissue deterioration and degeneration associated with mineralization is noted in the belly of the non-coronary cusp. Remnants of glistening off white pannus remain attached to the sewing ring on the inflow. Pannus on the right non-coronary stent post extends along the outflow rail of the non-coronary cusp to the edge of the non-coronary left stent post. Radiography showed extensive mineralization in all cusps. Conclusion: reduced performance of the device attributed to calcification, a condition attributed to the pt. The device was explanted and replaced with no report adverse pt effects.